Manufacturer narrative:
(B)(4). Adverse events that may occur and/or require intervention include, but are not limited to, component migration. This event also includes device 11861742/ 00733132618606 and 12048363/ 00733132618545. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and four gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, it was observed that three of the excluders had migrated proximally, and there was now bilateral aneurysms distal to those devices. A reintervention is planned. Images were returned for evaluation. Email received on 22-dec-2022 reported that the planned reintervention took place on (B)(6) 2022, move patient tolerated the procedure.

Manufacturer narrative:
H10: updated IFU statement to: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, component migration. Conclusion codes remain unchanged.